Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse inspected the instrument and adjusted reagent 1 (r1) and reagent 2 (r2) tubing. The cse also cleaned the window, checked the film light, replaced the waste tubing, set all the alignments, and had the customer run a quick check. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low creatinine patient result was obtained on a dimension exl with lm instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate dimension exl with lm instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.